Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a180104 captures the reportable event of device foreign material present in device.

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a ureteroscopic lithotripsy procedure in the ureter. During preparation, a red spot was found on the bladder side of the stent. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a polaris ultra ureteral stent was to be used in a ureteroscopic lithotripsy procedure in the ureter. During preparation, a red spot was found on the bladder side of the stent. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Device code a180104 captures the reportable event of device foreign material present in device. Investigation analysis: upon receipt at our quality assurance laboratory, this polaris ultra ureteral underwent a thorough analysis. Visual analysis of the returned device identified that the stent has a foreign matter (red spot) in the bladder coil. The suture was not returned for analysis. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the cause of the reported issue cannot be established since the investigation findings did not lead to a clear conclusion about the cause of the failures. A conclusion code of cause not established was assigned to this investigation.